Event description:
It was reported that the asymptomatic patient was called to the clinic after a merlin.net transmission alert was received for low, out of range high voltage lead impedance. The physician attempted dft testing but was unsuccessful and the patient had to be rescued externally. At the third attempt an over-current detection alert was given during high voltage therapy delivery. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.